Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality control results were within range on the day of event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the reagent probe 3 (r3), reagent probe 4 (r4) and and sample probe 2 (s2). The cse also replaced cleaner pumps, flush and meter valves on all 3 pump assemblies. The cse set the cuvette temperature by performing calibrations. The cause of the discordant, falsely elevated tbil result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated total bilirubin (tbil) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate dimension vista instrument (serial number (B)(4)), resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tbil result.